Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found both indentations and gouges on the liner. Two (2) instances of circular indentations were found on the outer radius that indicate a screw came in contact with the liner during attempts at impaction. Gouging was found on the side wall and scallops on the elevated portion of the liner. No dimensional analysis will be performed due to the impaction of the liner. Device history record was reviewed and no discrepancies were found. The screw not being completely seated in the shell, likely contributed to the reported condition; however with the information provided, a specific cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty the liner would not seat in the shell. No patient consequences were reported. Attempts have been made and not further information is available at this time.